Manufacturer narrative:
The device will not be returned for evaluation as it was discarded by the customer. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that the customer is unable to zero the transducers. The customer will attempt to zero the transducer on their philips monitor and either will not get a zero or the monitor will show a question mark in the numeric spot with a flat wave line. The customer stated that they will change the dpt and the issue typically resolves. There was no allegation of patient injury. Two separate events occurred on 11/30. Events occurred during setup. Troubleshooting included swapped cables and monitor modules. Lastly swapped transducer setup and everything functioned. There was no patient injury. Products are available for return. The pa line on 1 unit has small piece of unknown object in the middle of the line. Products not available for return.